Manufacturer narrative:
(B)(4). Product registration ¿ additional/correction. B5: describe event or problem ¿ additional/correction. H2: additional information/correction. H4 device mfg date ¿ additional/correction. H6: type of investigation - additional/correction remove code 3221.

Event description:
It was reported that a pairing issue occurred. Performance data was reviewed. A pairing issue was confirmed due to the finding of signal loss over one hour within the investigation window. The probable cause of the signal loss could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.